Manufacturer narrative:
(B)(4).. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a leak was found on a turbo-ject® double lumen over-the-wire power-injectable PICC at the proximal tip after connection to the pump. A new PICC line was necessary; therefore, implantation of the new line was completed which resulted in an extension of their hospital stay.

Manufacturer narrative:
Additional information: investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One device was returned for investigation. A visual examination of the returned catheter noted the catheter had partially separated from the purple hub. Quality control specification confirm correct extension tube with winged flla and that they are securely attached. Inspection method: level I, measure tube outside diameter with calipers or micrometer. Visually examine. Manually tug. The complaint is confirmed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event for continuing consideration.

Event description:
It was reported a nurse noticed there was a leak of the turbo-ject® double lumen over-the-wire power-injectable PICC located right below the luer-lock part of one of the two lumens. The peripherally inserted central catheter (PICC) was removed and replaced. No other adverse consequences to the patient were reported.